Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection and was referred to surgery to have the site clean and treated. The surgeon then decided to explant the generator due to the severity of the infection and the patient was also admitted into the hospital. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.